Event description:
Per complaint (B)(4), internal complaint was received from (B)(4), indicating 1 unit where the second patient label has the incorrect lot number. The job order/lot # should be lot 99129. Label states lot 99120. Part inside is 854210, which matches label.